Event description:
The customer observed negative architect hbc results for a patient admitted to the hospital on (B)(6) 2011 with (B)(6). Initial testing of the patient sample included architect hbsag, havab-igm and hcv and negative results were generated. Confirmation testing of the patient sample was performed with the roche hbv dna and hcv rna assays which were also negative. The patient received several plasma exchanges. On (B)(6) 2011, the patient's architect hbsab and hbc were (B)(6), however, a negative hbsag was generated, therefore, the customer retested the patient's original sample obtained on (B)(6) 2011. The architect hbsab and hbc results remained negative for the patient sample from (B)(6) 2011. The customer questioned the (B)(6) results with regards to (B)(6). Additionally, the customer is looking into the possibility of (B)(6) results due to multiple plasma exchanges. There was no impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
No patient sample was returned for product evaluation testing, therefore, retained kits of architect anti-(B)(6) reagent lot 02098lf00 were calibrated and quality controls met specifications. Reagent specificity testing consisted of 16 replicates of negative control which were within specification and no false positive results were generated. Review of complaint records for lot number 02098lf00 determined the reagent was performing acceptably in relation to the complaint issue. The significant change from negative to positive results without detectable (B)(6) or (B)(6) dna for the discrepant patient sample may suggest (B)(6) antibodies were transmitted during the plasma exchanges.